Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for two and a half hours and upon removal the string along with a small piece of pledget pulled out of the tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the remainder of the pledget and did not seek medical attention. She did not experience any adverse health effects.